Event description:
It was reported that, during a photoselective vaporization of the prostate, and after 51991 joules of use, the fiber started forward firing. The fiber was replaced, and the procedure was completed using a new fiber. There were no patient complications.